Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer experienced high blood glucose 598 mg/dl. The customer treated with the injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of hig blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Drive support cap was flush and customer received low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. No unexpected low battery alarm, charge or battery anomaly or battery icon anomaly noted. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).